Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use an amphiprion deep during treatment of a lesion in the patient¿s proximal femoral artery. Moderate vessel tortuosity and calcification are reported. No damage noted to product packaging prior to use. No issues noted when removing the device from the packaging. Device as inspected without issue. No resistance was noted when advancing the device. No excessive force was used. It is reported that inflation difficulties were noted during balloon inflation. The balloon is reported to have been slow to deflate at the lesion site. A break/fracture is reported to have occurred at the balloon. No surgical intervention was needed. The balloon was replaced. No patient injury reported.

Manufacturer narrative:
Product analysis: the amphirion deep pta balloon catheter was received within a sealed plastic pouch, within an opened labeled plastic pouch, within it¿s opened labeled shelf carton, within its opened labeled plastic pouch, within a zippered closure plastic pouch, and loosely coiled within a plastic pouch. No ancillary devices nor procedural images were received for analysis. The amphirion deep catheter was received with the balloon chamber in a post-inflation profile including a longitudinal tear along the balloon chamber¿s length. The lot number data printed on the y-manifold is consistent with the lot number of the pouch label, shelf carton label, and reported event. Sanguine residue was noted in the inflation pathway of the y-manifold. All components of the balloon catheter are accounted for. No restrictions nor deformities were noted in the balloon catheter¿s region of the proximal balloon chamber cone and proximal balloon bond that would affect the performance of the balloon catheter¿s inflation or deflation. The y-manifold¿s strain relief strain relief was removed. No defect was noted that would affect the performance of the balloon catheter¿s inflation or deflation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The amphirion deep was used for angioplasty. When inflated, the balloon no longer showed signs of pressure in the syringe and as soon as it started to fill, it was noted that contrast was leaking from the balloon. It was reported that the balloon was punctured. There was no resistance encountered when deflating the balloon and deflation took around 10 seconds. The balloon was fully deflated for removal from the patient. The balloon was removed over the 0.014 guidewire and it was reported to be torn. No vessel damage occur. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.